Manufacturer narrative:
(B)(4). Batch #: m90p55. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Investigation summary: the device was received with no apparent damage. Upon visual inspection, it was noted that the handpiece cable had non ees components (metal ring near the end-cap). It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and evidence of remanufactured activities and component replacement was noted. In addition, the moisture indicator was positive. The remanufacturing process could have caused the ingress of moisture. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, other non-ees components were identified (isolator, resin inside the end-cap). This has been identified as a remanufactured handpiece.

Event description:
It was reported that during an unknown procedure the test prompt came up several times gen 11. After trying a new ace +7 the activation noise was different. There were no patient consequences.